Event description:
It was reported that the response from the touchscreen was delayed. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.